Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant, falsely low co2 result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls (qcs) were within acceptable ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: ran service methods for all server 1 probes, realigned reagent probe 2 (r2) to clean up mix, fixed alignment, replaced the sample mixer, ran 70 s1 mix tests, ran 6 patients samples multiple times, and ran qc. The qc and the other tests recovered acceptably. Siemens further investigated and determined that the malfunction of sample mixer potentially contributed to the discordant, falsely low co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The customer indicated that patient care was not impacted because they called the physician(s) immediately after the discordant co2 result was released. The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.